Manufacturer narrative:
MDR 2432235-2023-00198 was initially reported on (B)(6) 2023. A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result for one patient which was discordant relative to repeat testing. An elevated tnih result was obtained for a patient. About 3.5 hours later, another sample from the same patient was tested, and produced a much lower result. The initial sample was re-tested, and it also produced a much lower result upon re-test. No other issues were identified with the instrument or the assay (results and event log data reviewed). Precision testing using the same tnih reagent on this and another atellica im analyzer produced acceptable results. The customer noted that both the first and the second samples were clear of hemolysis, of icteria and lipemia. Siemens reviewed instrument log files and made the following observations: luminometer base check was higher starting on (B)(6) but was normal on (B)(6) when the discordant result was observed. Probe 1 vacuum is running higher than probes 2-4, beginning (B)(6). Recommendations were relayed to service for follow-up actions, and a post-service status update was requested. No additional information regarding tnih performance has been received, despite multiple requests. On the basis of the available information, siemens cannot rule out an instrument issue ¿ resolvable through conventional service intervention - as the cause of the initial elevated result. The customer is operational and no further action is required. No product problem was identified. Note: in section h6, the codes for investigation findings and investigation conclusion have been updated.

Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result for one patient which was discordant relative to repeat testing. An elevated tnih result was obtained for a patient. About 3.5 hours later, another sample from the same patient was tested, and produced a much lower result. The initial sample was re-tested, and it also produced a much lower result upon re-test. The lower results were accepted as correct. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed result discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result for one patient which was discordant relative to repeat testing. Following the initial elevated result, testing of a new sample and repeat-testing of the orginal sample both produced much lower results, which were accepted as correct. There were no issues identified with quality control (qc) results. No instrument malfunction was identified. The affected sample did not demonstrate any obvious issues such as hemolysis, of icteria and lipemia. The atellica im tnih instructions for use (IFU) states the following, under limitations: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.